Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. In 2001,pt's blood glucose was 117, 68 and 138 mg/dl. Tests were done 10 mons apart.pt did not experience any adverse events. No further info has been reported.